Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. Conclusion: the root cause of the customer reported event could not be determined conclusively.

Event description:
It is reported that; during surgery during final screwing in the thread in the blocker broke. Customer had another blocker available on the spot and finished successfully the surgery, there was no delay or adverse consequences noted.

Manufacturer narrative:
Manufacturing date: 08/25/2013. Method: visual inspection; device history review; complaint history review; risk assessment; results: the retuned device was confirmed to be fractured upon visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of the customer reported event could not be determined conclusively.

Event description:
It is reported that; during surgery during final screwing in the thread in the blocker broke. Customer had another blocker available on the spot and finished successfully the surgery, there was no delay or adverse consequences noted.

Event description:
It is reported that; during surgery during final screwing in the thread in the blocker broke. Customer had another blocker available on the spot and finished sucesfully the surgery, there was no delay or adverse consequences noted